Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. The customer's blood glucose level (bg) rose to 555 mg/dl with ketones that were indented to be dangerous/life threatening by a health care provider. Customer went to the emergency room and was subsequently hospitalized. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on 9/6/2025 with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.